Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the image of the camera was very dark during the surgery. Probable root cause: - cables - connectors - digital board - main board - transition board - software - camera head - coupler - connected monitors - manufacturing/ service nonconformity - use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to an open procedure.